Manufacturer narrative:
The therapy pca was returned to the failure analysis lab for evaluation. The component was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. Once installed in a mrx test fixture, functional testing was successfully completed with no noted issues that could have caused or contributed to the alleged failure. Upon conclusion of the evaluation, the therapy pca was found to be fully functional and the reported issue could not be verified or duplicated.

Event description:
It was reported to philips that the device failed during operational testing and displayed a service required notification. Upon further clarification from the engineer it was confirmed that the device displayed a shock equipment malfunction. There was no patient involvement.

Event description:
It was reported to philips that the device failed during operational testing and displayed a service required notification. Upon further clarification from the engineer it was confirmed that the device displayed a shock equipment malfunction. There was no patient involvement.